Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Customer stated that the insulin pump was has been dropped once or twice. The drive support cap is protruded. Customer was disconnected during prime. Blood glucose value was 300 mg/dl; treated with manual injection. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery tests due to loose protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot and missing the end cap sticker.